Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 0.9, 2.0. Time between testing: a few hours. Patient's therapeutic range: around 2.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 0.9, 2nd inr: 2.0, mean: 1.45, sd: 0.75, %cv: 53.64. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met precision criteria. Investigation results for retained strip lot #279122: donor 1: 1st inr: 4.2, 2nd inr: 4.1, 3rd inr: 3.2, %cv: 14.37; donor 2: 3.7, 3.9, 3.9, 3.01. Both donors produced %cv's less than 16%. Product performed as expected. No further investigation is necessary. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.